Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of calibration errors on her insulin pump. Customer states she also received a change sensor alarm. Customer states she had two calibration errors and a change sensor alarm. The customer's blood glucose was 433mg/dl. It was reported during trouble shoot with customer, that bad sensor alert occurred after a second consecutive calibration error. Customer was advised to remove and change out the sensor. The customer is being sent out a replacement sensor. Customer was advised to monitor and call back if she has further issues.